Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (b)((6) 2025, the patient¿s mother was contacted by the school and informed that the patient was feeling unwell, which staff believed to be related to hypoglycemia. The reporter was unable to provide the actual cgm readings and was only told that the values were inaccurate; it was not specified whether the device was reading within, above, or below the expected range. School personnel reported that the patient¿s body temperature had decreased to 93 degrees, and she felt unusually cold. A juice box was administered as an initial intervention, but the patient¿s blood glucose did not improve. In accordance with school protocol, emergency medical services were called. No information was provided regarding paramedic assessments or treatments administered on scene. The patient was transported to the emergency department, where a fingerstick blood glucose measurement was 26 mg/dl. The attending staff determined that the patient¿s cgm sensor was inaccurate, although no estimated glucose values (egvs) from the device were available for comparison. The patient received intravenous dextrose and remained in the hospital for approximately 8 hours for monitoring. She was subsequently discharged in improved condition with symptoms resolved. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.